Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited oversensing. Inappropriate mode switch and inappropriate inhibition were observed. A lead fracture was also noted. The lead was capped and replaced.